Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow-up in clinic, premature battery depletion was noted on the device. Programming changes were discussed. The patient did not experience any adverse consequences.

Event description:
Additional information received notes that few of the suggested programming changes were made. The patient will continue to be monitored via remote transmissions and in-clinic checks.